Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the left anterior descending (lad) artery. A 12 x 3.50 rebel stent was advanced to treat the lesion. However, the balloon of the stent did not inflate properly and the stent was taken out of the patient without any problem. And pinhole was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel catheter with stent. The balloon was tightly folded. There was contrast in the inflation lumen. The balloon, markerbands, proximal bond and tip were microscopically examined. There were multiple hypotube kinks. The proximal end of the stent was bent, flared, and overlapping. A small pinhole was identified in the balloon wall. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. Functional testing using a water filled inflation device to inflate the balloon failed due to a pinhole identified in the balloon wall. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the left anterior descending (lad) artery. A 12 x 3.50 rebel stent was advanced to treat the lesion. However, the balloon of the stent did not inflate properly and the stent was taken out of the patient without any problem. And pinhole was noted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.